Manufacturer narrative:
Final device analysis results reveal - gears seized - bridging residue.

Event description:
The device was returned to the manufacturer with no information. Additional information was requested from the hcp. Information provided by the hcp indicated the patient expired in 2007. No further information has been obtained despite requests.